Manufacturer narrative:
Further follow-up indicated that a lead was explanted and replaced. Therapy was restored subsequently.

Event description:
Further follow-up indicated that a lead was explanted and replaced. Therapy was restored subsequently.

Event description:
Related manufacturer reference number: 3006705815-2021-01166. It was reported that patient was experiencing an impedance problem resulting in ineffective stimulation. Surgery may occur to address this issue.